Event description:
A patient underwent a total knee arthroplasty on (B)(6) 2001. Subsequently, the patient was revised due to the malrotation of the femoral component on (B)(6) 2003. The bearing and locking bar were revised on (B)(6) 2006 for an unknown reason. In addition, the patient had a third revision on (B)(6) 2013 due to loosening of the femoral and tibial component. The femoral and tibia components were removed and replaced with competitor's product. It is unknown if the patella component was loose or removed.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under warnings it states, "improper selection, placement, positioning, alignment, and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components. Malalignment of the components or inaccurate implantation can lead to excessive wear and/or failure of the implant or procedure." This report is number 1 of 5 mdrs filed for the same event (reference 1825034-2013-00666 / 00670).